Manufacturer narrative:
Sample is serum collected with a gel barrier. Qc was within the customer's established ranges prior to and after the erroneous result. Weekly maintenance was performed on (B)(4) 2011. The system check was performed four times before it passed. A fse was dispatched on (b(4) 2011 and performed a diagnostic system check and passed. The fse then performed a preventive maintenance (pm) and found the precision and wash valves to be dirty. The fse cleaned the precision and wash valves and the sample pipettor was replaced. All verification testing met specifications. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a negative tbhcg result for one patient's sample that was questioned by the physician, generated by the unicel dxc 600i access immunoassay system. The erroneous result was reported out of the laboratory. The result was questioned by the physician because it did not match the patient's clinical picture. Repeat testing on the patient's sample resulted as positive. The patient had an ultrasound performed due to the questioned negative result and confirmed that the patient is pregnant.